Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (genral)") in a 37-year-old female patient who had essure (batch no. 623461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included aneurysm cerebral. Concomitant products included antibiotics, erenumab aooe (aimovig), hydrocodone bitartrate;paracetamol (lortab), sumatriptan succinate (imitrex df), topiramate (topamax) and valproate semisodium (depakote). In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On(B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal, oophorectomy (bilateral of fallopian tube)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, nausea, vaginal discharge and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, endometriosis, genital haemorrhage, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-apr-2019: pfs received, plaintiffs address updated, event added- endometriosis. Concomitant drugs were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (genral)") in a 37-year-old female patient who had essure (batch no. 623461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included aneurysm cerebral. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, genital haemorrhage, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical records received: reporter information, patient details, other relevant history, product information, events- bladder or urinary problems or changes, bladder or urinary problems or changes, infection bladder, infection urinary tract, vaginal infection, nausea, vaginal discharge, essure confirmation test(s) conducted, specify were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (genral)") in a 37-year-old female patient who had essure (batch no. 623461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included aneurysm cerebral. In october 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, genital haemorrhage, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.